Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called and stated that 2 brush heads became loose in the mouth. No injury was reported.

Event description:
Consumer called and stated that 2 brush heads became loose in the mouth. No injury was reported.

Manufacturer narrative:
15-jun-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 13-jun-2018. Toothbrush heads confirmed to be counterfeit.

Manufacturer narrative:
On 15-jun-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 13-jun-2018. Toothbrush heads confirmed to be counterfeit.

Event description:
Consumer called and stated that 2 brush heads became loose in the mouth. No injury was reported.